Event description:
Caller reported difficulty in pressing the wake button on the pump, which required multiple attempts to activate the pump screen. Customer's blood glucose level was 48 mg/dl. To address the low blood glucose, the customer consumed glucose tablets. Customer continued to use the pump for insulin therapy.